Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer called for the part number for the seat upholstery, the upholstery is damaged, ripped.